Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported cardiac tamponade was procedure related. Per the IFU, cardiac perforation is a known inherent risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure suing a supreme ep catheter, two cardiac tamponades occurred. The procedure was completed and the pt became hypotensive in the recovery room. A pericardiocentesis was performed to stabilize the pt. The pt was stable and discharged to home the next day with no further intervention. The physician believed the cardiac tamponade occurred when removing the supreme ep catheter from the right ventricle.